Event description:
It was reported that after unpackaging and prepping a 2.5x18 rx xience xpedition stent delivery system (sds) without any issues, the sds was advanced via femoral access to a moderately calcified lesion in the moderately tortuous mid to distal left anterior descending coronary artery without resistance. When attempting to deploy the rx xience xpedition stent, the balloon did not inflate at all. The sds was withdrawn from the anatomy without resistance. Another same size rx xience xpedition sds was advanced and deployed successfully, completing the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.